Event description:
Related manufacturer reference number: 1627487-2021-00877. Related manufacturer reference number: 1627487-2021-00878. This event is being filed to report an event wherein the patients lead was explanted due to ineffective stimulation. This event was captured within a literature review. Date of the procedure is unknown.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. As a result, the patient's lead was explanted to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.